Event description:
Pt reportedly in hosp with peritonitis; has been having trouble using the device. Service tech reports cycler did not cause or contribute to peritonitis; however, unable to reach pt to determine whether peritonitis existed at the same time as the trouble with cycler. Filed conservatively as distributor report.